Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer as it has been discarded. Therefore it will not be analyzed. The device history record has been reviewed. Products were found to have the same issue during the product manufacturing and they have been discarded. With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner pouch, holding the powder, was not completely sealed. It induced a loss of powder from it. Another packaging was used to complete procedure.